Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported when powering up, sometimes it will shut down and not power back up. There was no report of patient involvement.